Event description:
I was found by daughter after not answering my phone for 24hrs. I was incoherent, had a fever, was in pain under my left breast and my left breast was red and felt hot to the touch. My daughter drove me to the hospital where I started vomiting after which I lost consciousness. I was admitted to the ICU. I had 2 surgeries and was hospitalized for 3+weeks, lost 30lbs and was diagnosed with necrotizing fasciitis. It took me almost 1yr to regain my weight and I was told I could no longer lift more than 15lbs on my left side due to the excision of muscle tissue in my left arm, shoulder and chest. I'm an rn and am required to lift a minimum of 50lbs to be able to work, so I can no longer work in my profession. I was in the ICU for over 10 days and had to have the right implant removed in march of the following year. FDA safety report ID # (B)(4).